Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were compressed and the ring was bent. (B)(4).

Event description:
The device was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.